Manufacturer narrative:
As per the investigation results, the tip of the screwdriver blade was broken and the flanks were heavily plastically deformed due to high torsional forces. The fracture surface showed torsional forced rupture. Pressure mark at the slot area indicated application of high bending forces. No indications were found for any material, mfg or design related problems.

Event description:
The tip of the screwdriver blade broke and remained in the head of the screw. The remained tip could not be removed. Surgeon used spare screwdriver to complete the procedure.